Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient's medical history was unknown but further noted that there was severe pain and spasms - quadriplegic. It was reported that the patient outcome was successful. No further complications were reported and/or anticipated.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the correct dose of lioresal is 3.18 mcg/day and the correct dose of sufentanil is 0.238 mcg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving sufenta forte 37,5 mcg/day at 21 mcg/day and lioresal 500 mcg/ml at 279 ,77 mcg/day via an implantable pump for an unknown indication for use. It was reported that a pump alarm went off and that there was a pump stall. It was reported that there were no withdrawal symptoms. It was reported that the medication in the pump was an environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/intervention performed was reported as a single bolus was sent through agent with refill of the pump. It was reported that the hcp was notified and the patient was admitted to the hospital for medical treatment event with "ni" withdrawal symptoms and it was decided to replace the pump. It was reported that the issue was resolved at the time of the report. The patient status at the time of the report was alive-no injury. No further complications were reported and/or anticipated.

Manufacturer narrative:
Analysis of the pump revealed motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.